Event description:
It was reported that the bd alaris¿ pump module administration sets experienced unregulated flow, and flow issues. The following information was provided by the initial reporter: the primary tubing and secondary with filling up the chamber much faster than what the program was on the pump.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module administration sets experienced unregulated flow, and flow issues. The following information was provided by the initial reporter: the primary tubing and secondary with filling up the chamber much faster than what the program was on the pump. D2: medical device brand name: bd alaris¿ pump module administration sets. D4: catalog # 2426-0500. D4: UDI # (B)(4). D10: device available for eval yes. D10: returned to manufacturer on: 2021-10-05. G.5. PMA / 510(k)#: k944320. H6: investigation summary. One primary tubing and one secondary tubing were returned by the customer. A material number was not provided, however the primary set was identified to be material #2426-0500. It was reported that the primary and secondary tubing was filling up the chamber much faster than what the program was on the pump. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0009) and pump module (dchu-0015) at 125 ml/hr with a vtbi of 125 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 125 m/l of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that the primary and secondary tubing was filling up the chamber much faster than what the program was on the pump. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the unspecified bd intravascular administration set experienced unregulated flow, and flow issues. The following information was provided by the initial reporter: the primary tubing and secondary with filling up the chamber much faster than what the program was on the pump.